Event description:
It was reported that the patient presented to the clinic. The lead exhibited increased pacing lead impedance and slightly decreased sensing. The lead exhibited normal and stable capture threshold and high voltage impedance. Lead testing did not reproduce any out of range measurements or noise. The patient would be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).